Event description:
The customer's husband stated that the customer was hospitalized for diabetic ketoacidosis and blood glucose levels over 900 mg/dl. The customer changed the infusion set two days prior to the hospitalization. Troubleshooting was performed and the husband did not know if the programming was correct on the insulin pump. Further testing could not be done because the customer did not have any supplies. The customer felt uncomfortable with the insulin pump and asked to have it replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet eval. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.